Event description:
The reporter stated that reporter's relative did back to back blood glucose tests, approximately 5 minutes apart. Results were 220, 170 and approximately 150 mg/dl. Pt did not have any symptoms. Control testing was not done due to lack of control solution. No harm was alleged.